Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net with a episode that the discriminators called vt. The patient received atp therapy, which resulted in a return to sinus. Programming changes were made. The patient has had no further issues.